Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned for evaluation. The complaint was not necessarily confirmed, but an olympus endoscopy support specialist (ess) in-service identified that there were several reprocessing issues at the user facility, which may have contributed to potential contamination causing suspect patient infection. The ess identified that the customer was not using best practices with regards to storing the scopes in a dry well-ventilated scope cabinet. Moreover, during the reprocessing in-service, it was found that the customer was using a reusable brush, not soaking the scope in aldahol for 10 hours during high level disinfection (hld), and not handling the scope with best practices to avoid damage to the distal tip. A definitive root cause was not established. The most probable cause of the complaint linked to the device but unable to trace more specifically, which is problems traced to the device, but the investigation could not identify the actual root cause, due to maintenance problem identified, which is a device malfunction or problem that occurs after production because the device was not properly maintained according to the instructions. The event can be prevented by following the instructions for use (IFU) which state: "single-use brush, such as the single use combination cleaning brush (bw-411b), is designed for cleaning only one endoscope and its related accessories. Dispose of the single-use brush immediately after use. Using a single-use brush to clean multiple endoscopes and/or accessories may reduce its cleaning efficacy and may damage the brush leading to brush breakage or the endoscope and/or accessory damage." "After using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." "Proper storage procedures are as important as proper reprocessing procedures in maintaining good infection control practices. Be sure that the endoscope storage cabinet is properly maintained, clean, dry, and well ventilated. All equipment must be thoroughly dried prior to storage. Microorganisms proliferate in wet/moist environments. Keep the cabinet doors closed to protect the equipment from environmental contaminants and accidental contact. Limit access to stored equipment by unauthorized personnel." Per aldahol IFU: "for sterilization, immerse clean, rinsed, and rough-dried medical devices into activated aldahol for 10 hours at 20°c. Be certain that all lumens and internal channels have been filled with aldahol. Before immersion, check with the manufacturer of the medical device to be sure that the device can be immersed into a liquid solution for 10 hours without damage to the device. After the 10-hour immersion, remove the medical device using aseptic technique, and thoroughly rinse away the disinfectant using sterile rinse water according to the triple-rinse procedures as follows." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
Report 2 of 2 it was reported that a patient developed a urinary tract infection after use of the scope. The customer previously had a ureteral stent removed and thought the symptoms were related to the removal. After use of the scope the patient reported discomfort and burning while urinating. The patient was treated with cefdinir 300mg by mouth. The patient is doing well. The customer reported they are not using a scope cabinet when drying the scopes after reprocessing, instead they are being hung on a wall in a glass container. Additionally, the customer was not able to confirm any type of cleaning or disinfectant process for the glass containers. The customer states they are unfamiliar with how to test the scope.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. In-service consisted of pre-cleaning, leak testing, manual cleaning, manual high level disinfectant (hld). Observed: re-usable channel brush is used and recommended the a single use brush. Alcohol flush not performed per IFU as optional practice. Customer will incorporate the alcohol flushing moving forward to aid in drying the instrument channel and scope¿s external surface. Observed endoscope is stored in a cylindrical tube. Recommended creating a space for a proper ventilated scope storage. Customer uses aldahol. Recommended a 10 hour hld contact time in aldahol as a sterilant according to aldahol instructions for use. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.